Event description:
The micro drill was sent in for eval because it was overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the rotor bearings was identified as the probable cause of the overheating reported.